Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that a few hours after successfully passing the operational check, a red x appears on the device. There was no patient involvement.